Event description:
It was reported that after a da vinci surgical procedure, it was noted that a broken wire was found on the large needledriver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were frayed. One grip cable was frayed at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported frayed grip cables if to recur could cause or contribute to an adverse event.